Manufacturer narrative:
It was reported that ceramic liner was broken in small pieces. All ceramic pieces of liner and head removed. The associated biolox forte ceramic liner and international biolox forte ceramic head were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. As no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
Dr opened joint via previous incision, inspected ceramic head and liner and ceramic liner was broken, a number of small pieces. All ceramic pieces of liner and head removed. Washout performed. Dr then explanted reflection cup, reamed acetabular and then inserted multihole r3 cup. Three screws used. Appropriate r3 ceramic liner inserted and head trialled. Appropriate ceramic head with metal sleeve inserted. Hip was stable through range of motion. Wound was closed.